Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they have been in trouble for close to 6 months. When patient used to go to the restroom, they would have a solid stream that would come out naturally. Then it started where patient would have to push in order to empty their bladder. Patient also started to experience incontinence when sitting down and now must go to the bathroom about every 20 minutes. It also does the same thing when they stand up and pull their pants up and they leak. The doctor recommended doing kegels which patient has done so. The urine is not a big gush it is just a leak. Patient has only had 3 uti's in their life. Patient had changed programs and later that evening patient started having uti symptoms. Patient went to the emergency room, and they did have a uti. Patient has not had any more uti's and took medication and was fine in a couple days. Patient's doctor is slowly retiring so patient is now seeing a new doctor. They did a sonogram of the bladder which showed patient is not fully emptying their bladder. Patient is diabetic and takes a medication called farxiga which forces glucose out through the urine. They took an x-ray to see if the interstim was in the right place but will not know until tomorrow what the results will be. Patient is prone to falling. Patient goes to a nephrologist, and they did a sonogram of the bladder, and they were surprised patient had a whole liter of liquid in there. Patient was afraid their urine was going up into the kidney, but the doctor did not see any evidence of that. Patient stated a possible cause of symptoms may be progression in diabetes. Patient stated their managing physician recommended they call manufacturer to see what manufacturer thought and if there is anything else patient can do. Patient also wondered if changing programs could cause a uti. Reviewed option to continue trying different programs however ultimately recommended patient continue to work with their physician to determine the root cause of their symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the implanted device or therapy did not cause or contribute to the uti. Device was implanted to treat urge incontinence/urgency frequency. It was unknown whether the patient had utis prior to implant. The hcp also stated the uti was not related to the patient's underlying condition, and that the uti had been resolved. Patient took antibiotics per urgent care.